Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) will not power on. The battery was replaced and the epg still would not power on. The epg will be returned for service. There was no patient involvement. It was further reported that the generator was returned for service.

Event description:
It was reported that the external pulse generator (epg) will not power on. The battery was replaced and the epg still would not power on. The epg will be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was corroded. It was also noted that the upper and lower case halves were corroded and contaminated, the battery release was contaminated, one bail cover was broken, the lead flex cover was contaminated, the battery contacts were compressed, one bail was missing, the battery drawer was contaminated and damaged, a display screw was corroded, the display was corroded, and the battery flex was corroded.